Event description:
It was reported that: "patient complained of left groin pain, uh1 has eroded acetabulum. Uhr converted to tha."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.